Manufacturer narrative:
Company rep evaluated the unit and replaced front panel assembly. Calibrated and safety tested unit to factory specs.

Event description:
Customer reported that the dpm 7 monitor had no display, which may have affected pt monitoring. No pt injury reported.